Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 25-aug-2015, fse conducted follow-up with the customer over-the-phone to address the reported event. Fse instructed the customer to run fresh alcohol throught the substrate system, followed by a new bottle of substrate. No further issues were reported. No further action was required by field service the most probable cause of the reported event was due to fault/ failure of the substrate fluidic component.

Event description:
On (B)(6) 2015, the customer reported receiving a substrate replacement error with their a1a-2000la analyzer. The customer made new substrate and repeated daily checks; however, the error persisted. On (B)(6) 2015, field service engineer (fse) was dispatched to address the reported event, which may have resulted in delayed reporting of pth, bhcg and afp patient results. There was no indication of patient intervention or adverse health consequences due to the potential delay in reporting.